Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge and that overfilling a cartridge past 300 units can lead to cartridge error. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while attempting to load the cartridge. The cartridge had been loaded with over 300 units of cold insulin. The cavity of the cartridge was wet and smelled like insulin. The customer's blood glucose level was 400 mg/dl. The customer removed and reinstalled cartridge. There was a temporary delay in clearing the alarm and resuming insulin delivery.